Event description:
During routine testing of the device, the user reported the diode in the base of the heart lung console was defective. The monitor and the lamp would only function on battery power. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.